Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up, nonsustained lead noise episode due to post-paced t-wave oversensing on the near field channel was observed. Mismatch between the near field and the far field channel resulted in non-sustained lead noise episode. Device was reprogrammed.